Event description:
A customer reported that the condition code 541-014 "the luminometer data is invalid" was posted on all tests including both patient samples and qc samples. The customer stopped reporting results as a consequence. Investigation showed that this event occurred in conjunction with unexpectedly low signal levels for all tests being performed. There was no report of pt harm as result of this event.